Event description:
The dental implant fx4008swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 4 days after implantation. The patient has history of diabetes. The doctor noted peri-implantitis during explantation. The patient has recovered without complications.